Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose level (237 mg/dl) before going to bed, but did not deliver a correction bolus. Customer woke up with a high blood glucose level (469 mg/dl), and found that her cannula was kinked. She was then admitted to the hospital for high blood glucose levels (600+ mg/dl). She was treated with an insulin drip and an insulin injection.